Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported being unable to lift the flap following flap creation. The patient was changed to photo refractive keratectomy. Additional information was received from the clinical application specialist stating they reviewed the surgical video from the surgeon for the patient's left eye flap creation. The dock on the patient looked decentered. The treatment started superiorly and moved inferiorly until the bed portion being made stopped being noticeable and the doctor removed her foot from the pedal. The bed treatment looked as it should to finish and the side cut created but through a small amount of oblique bubble layer superiorly by the right side of the hinge. The doctor then scored the side cut all the way around and tried to gain entry in several different areas which she was not able to do. She then aborted the treatment. The patient came in the next day for her follow up and was seeing better. The site will monitor the patient for a few weeks and determine how the patient wants to proceed.

Manufacturer narrative:
Additional information provided. The shutter power printed circuit board (pcb), the energy control amplifier, the energy control board assembly, the cool interface assembly, the main comp assembly, and the oscillator were received and a visual assessment of the returned samples showed no damage to any of the components. The returned samples were installed on a test bench and calibrated system and tested. All tests passed. The shutter power printed circuit board (pcb), the energy control amplifier, the energy control board assembly, the cool interface assembly, the main comp assembly were found to meet specifications. The oscillator was found to be nonconforming and would not output, however, it is not conclusive if the sample was non-conforming at the time of the reported event. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company representative replaced the circuit board, the energy control amplifier, the energy control board assembly, the cool interface assembly, the main comp assembly, and the oscillator. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).